Event description:
Unexpected negative reaction was observed with anti-a. It did not react with weak a subgroups.

Manufacturer narrative:
Hemagglutination tube testing was performed with returned and retention anti-a alot 101659, in-house donor samples and the customer saples. Expected reactivity was observed with the in-house donor samples; the two customer samples did not react. It is likely that both samples are an a subgroup. There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists if red blood cells of an a subgroup were transfused to an o recipient. The insert for anti-a contains the following limitations: "note: incubation for 5-60 minutes at 18-30c may be necessary to enchane the reactivity of the blood grouping reagnets with some of the weak subgroups of a and b. Certain subgroups of a and b. Certain subgroups of a and b may produce reactions that are weaker than those obtained with a or b cells of most random donors. Depending on the subgroup inolved, some may appear non-reactive in direct agglutination tube, micro titration plate or slide tests."